Manufacturer narrative:
The technician isolated the issue to the trend valve. He replaced the trend valve to repair the bed.

Event description:
Info received indicates the trendelenburg lever is not functioning.